Event description:
A patient underwent a dialysis catheter placement procedure using a hemosplit catheter. On (B)(6) 2025, leakage in venous line of hemosplit catheter was observed during dialysis. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, images were provided for review. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a dialysis catheter placement procedure using hemosplit catheter. During the procedure, leakage in venous line of hemosplit catheter was observed during dialysis. It was further reported that catheter was allegedly found fractured. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: one 19cm hemosplit d/l catheter was returned for evaluation. Visual, microscopic, tactile and functional evaluations were performed on the returned device. A partial circumferential break was observed proximal to the y-body on the red extension leg. A partial circumferential break was observed proximal to the y-body on the blue extension leg. Upon infusion, a leak from the distal end of the extension leg of red and blue luers was observed while water exited the distal end. Therefore , the investigation is confirmed for the reported fracture and fluid leak issues. A definitive root cause could not be determined based upon the provided information. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B5, d4 (unique identifier (UDI) #), g3, h6 (component, method, result, conclusion). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.